Event description:
It was reported that the patient fell on his shoulder. Few days later, the patient received inappropriate shocks. Oversensing noise was observed. Hence, the lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.